Event description:
It was reported that when the patient bent down, a pop was felt and there was fluid leak on the balloon. It was also informed that patient recurring incontinence. A surgical procedure was performed to replace the system. There were no patient complications.